Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient did not calibrate since seeing the inaccuracy and did not enter fingerstick values promptly into the cgm device. The animas viber user's guide states: your sensor glucose readings may be inaccurate if you calibrate less than every 12 hours. To calibrate the dexcom g4 system, you must enter the exact bg value that your bg meter displays within 5 minutes of a carefully performed bg measurement. Entering incorrect bg values or bg values from more than 5 minutes ago could result in inaccurate sensor glucose readings. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).